Manufacturer narrative:
Codman has requested the return of the device. Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that due to a spontaneous movement of the patient, the system has disconnected, which resulted in a system replacement. It was reported that there was no clinical consequence to the patient.